Manufacturer narrative:
One device was returned for repair with complaint that device fails accuracy test +7.05%. Visual, accuracy and functional tests were performed. Device failed 3 consecutive accuracy tests. The cause of the device issue was an out of spec expulsor, and replaced the expulsor to correct the complaint. Device passed all functional tests after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy testing at +7.05%. There was no patient involvement.